Manufacturer narrative:
Code 3191 used to capture the additional surgical intervention required. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements, measuring greater than 2000 ohms, increased threshold measurements, noise, and oversensing on the right atrial (ra) lead. No pacing inhibition or asystole was reported. In addition, it was reported that the device was missing electrograms (egm) of prior atrial tachy response (atr) episodes. Technical services was consulted and offered troubleshooting and programming recommendations. Subsequently, the patient underwent additional surgical intervention to address the reported observations. The cardiac resynchronization therapy defibrillator (crt-d) was successfully explanted, and replaced. No additional adverse patient effects were reported.